Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown and it was not reported if an autopsy was performed. It was not reported if the patient was hospitalized for the event. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). Date of patient death was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.